Event description:
It was reported that after a transurethral microwave treatment procedure, the patient complained of erectile dysfunction (ed) problems. The physician completed the procedure with a coolwave control unit and a targis standard microwave treatment catheter. Since the treatment, the patient complains of ed and incontinence issues that are not resolved by the use of medication. Upon examination by another physician, it was discovered that the patient has a moderate venous leak. He takes levitra or cialis for the ed, but cannot keep an erection. He was given the actis band by his physician, but has yet to use it. No further patient injuries or complications were reported.

Manufacturer narrative:
No disposable devices were returned, therefore, no direct product analysis is available. The electronic treatment file from the control unit was obtained and reviewed along with the catheter device history record. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. As no device was received for analysis and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event.